Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. At 1500, an unspecified volume of solution leaked at the clave y-site. It was reported that the nurse indicated that the clave y-site was ot accessed with a needle. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.